Event description:
It was reported that this right atrial (ra) lead had a lead safety switch bipolar to unipolar due to high out of range impedances greater than 2000 ohms. Once the device was changed to unipolar, there were observations of oversensing of muscle noise that lead to inappropriate atrial tachy response, and oversensing of the ventricular beat on the atrial channel. Technical services suggested to reprogram the device to unipolar pace and bipolar sense. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)